Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The touhy-borst was tight. The filter was still inside the storage tube, but shifted distally. The gripper at the distal end of the pusher catheter was disengaged from the filter hook. The delivery catheter exhibited a kink approximately 29.3cm from the proximal end. It is unknown how these kinks occurred as they were not reported by the user. Skiving was found inside the storage tube. Functional/performance evaluation: the touhy-borst was loosened. The filter advanced through the storage tube without issue. As the introducer sheath was not returned, complete functional testing could not be performed. The filter exhibited all 6 arms and legs present and intact. One caudal anchor was found bent. Heat was applied and the filter took the appropriate shape. Caudal anchor leg span measurements were not taken due to the bent caudal anchor. All other measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was found still loaded in the storage tube. Dislodged or dislocated can be confirmed as the gripper was found to be disengaged from the filter retrieval hook. In addition, bend is confirmed as a caudal filter anchor was found bent. The definitive root cause is unknown. Labeling review: the current denali filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the deployment storage tube. The deployed system was exchanged for another that was deployed successfully. There was no reported patient injury.